Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated the chair will continue to move even after patient removes his hands from joystick. Gimble on the joystick was not returning to center.